Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the printer was printing gibberish. A technical support specialist (tss) remotely accessed the station and verified that there were no pending documents in the printer queue. The tss contacted the field service engineer (fse) via teams confirmed that the issue had been resolved by reinstalling the printer driver. The case was then closed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the printer printed gibberish when attempting to print from the application. However, there were no delays or adverse events or injuries reported based on this event.